Manufacturer narrative:
The device was received for evaluation. The reported problem was not identified during the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed with no issues found. A short simulated therapy was successfully performed. The homechoice device received functional and electrical testing of the device. The reported condition was verified during a temperature monitor test. The cause was determined to be an accomp board, which was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater plate on a homechoice was red hot even though it had not been turned on. The patient was not connected at the time of this event. The patient stated that the machine has finally cooled down but now will not heat at all. There was no patient injury or medical intervention associated with this event. No additional information is available.